Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of right ventricular (rv) lead in the coronary sinus, the lead showed high pacing thresholds and demonstrated phrenic nerve and diaphragmatic stimulation. The rv lead was implanted in the right ventricle and remains in use. No further patient complications have been reported as a result of this event.